Event description:
A report was received that the patient was experiencing a lot of pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket site was relocated. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing a lot of pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing a lot of pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.